Manufacturer narrative:
Approximate age of device: 1 year, 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported on 08may2018 that the patient presented on (B)(6) 2018 with black stool, dizziness and lightheadedness, and low hemoglobin level of 6.5 gm/dl. Patient was hospitalized and transfused with 1 unit of prbc on this day and 1 unit on (B)(6) 2018. Results from gi bleeding scan (tagged rbc scan) was positive and consistent with proximal small bowel. Interventional radiology for angiography was performed on (B)(6) 2018 and revealed embolization of jejunal branch of the mesenteric superior artery. Exams of egd and colonoscopy, performed on (B)(6) 2018, showed several small, medium and large diverticula involving the entire colon (sigmoid to ascending). On (B)(6) 2018 the patient¿s vital signs were reported to be stable, but the patient continued presenting with occasional fatigue and lightheadedness, and low hemoglobin level (6.7 gm/dl). No further information was provided. The patient remains on lvad support with no issues reported. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
A direct correlation between hm2 lvas and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate ii lvas support. The hmii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.